Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for the review. The photo shows a partial view of a drainage catheter with a completely broken catheter hub. The broken component has separated and is noted to be missing. Therefore, the investigation is confirmed for both reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a dsa guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was found to be fractured. The catheter was replaced with a new drainage catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dsa guided percutaneous transhepatic biliary drainage catheter placement procedure using the navarre universal drainage catheter. Post procedure, on (B)(6) 2026, the drainage catheter connector was found to be fractured. The catheter was replaced with a new drainage catheter. There was no reported patient injury.